Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The root cause for the reported issue cannot be determined. Not enough information was provided for further investigation. Information was provided that the lens was implanted more than 10 years ago. Dead bag syndrome (dbs) is a rare late complication of cataract surgery, which may present with spontaneous posterior capsular tear, causing intraocular lens (iol) decentration or dislocation. It is usually seen in patients who have undergone an uneventful phacoemulsification with in-the-bag posterior chamber iol implantation many years ago. There has been no association with product design or material related to iols. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patients with dead bag syndrome. Patients were operated 12 to 15 years back with hydrophobic single piece intraocular lenses (iols) were came back with posterior capsule (pc) rupture and de-centered / dropped iol. Most of these patients were operated more than 10 years ago. It happened patients with hydrophobic single piece iols where over the years capsule was crystal clear but suddenly it ruptures. Additional information has been requested. There are three medical device reports associated with this report. This file is 1 of 3.